Event description:
It was reported via patient interview that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure was performed and a watchman laa closure device was implanted. At some unknown time after the procedure, the patient sought evaluation at the emergency department for chest pain and difficulty breathing. The patient was admitted to the hospital and chest imaging was performed. The patient was then transferred to a different hospital. The patient reported the sac surrounding their heart was filling with blood and once at the second hospital, the sac was drained of nearly 1 liter of blood. A drain was left in place and removed later that day. No additional information is known.

Manufacturer narrative:
Event date: aware date used as event date is unknown.